Event description:
It was reported that customer experienced cgm error 42 with sensor. There was no reported impact to customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, and after reset no further cgm error occurred and sensor session was successfully started.